Event description:
It was reported that the patient felt heating/burning at the pump site. This occurred when activating the personal therapy manager (ptm). The pump was interrogated and logs were checked. The device system was used to deliver morphine. It was later reported, per pump logs printed on (B)(6) 2013, that no abnormal pump events occurred. On (B)(6) 2013, a bolus was successfully activated at 04:37, 12:42, denied at 16:41, and successfully activated at 16:42. The device system also contained bupivacaine. The patient was hospitalized because they were unsure if they were in withdrawal. They had symptoms of pain, heat around the pump, and a distended stomach. They did not think the symptoms had anything to do with the pump. They stated they could not receive a bolus because their ptm was not working, and they were experiencing pain because of it.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).